Event description:
Reporter alleged discrepant blood glucose values of 430 mg/dl back to back with a result of 168 mg/dl when testing was performed one after the other on the compact plus system. Customer stated not having any high or low glucose symptoms during the testing; however, did not provide the location which the testing was performed. No actions taken or treatment reportedly received. A request was made for the return of the suspect device and equipment replacement product was sent.